Event description:
It was reported the trailing haptic of the pre-loaded intraocular lens (iol) was trailing and not tucked in and appeared to have a crack at the haptic area. Balanced salt solution (bss) was used and the surgeon loaded the lens and pushed the plunger. Lens was hard to twist, as he turned the knob he felt the tension, so the surgeon stopped and did not implant it in the patient. There was no patient contact. Through follow-up, additional information was received stating the procedure was completed with a back up lens with the same model and diopter size. Patient outcome was reported as intended, no complications. No further information is available.

Manufacturer narrative:
If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 07-jun-2022 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification and the inspection of the customer provided photo revealed that the handpiece was received with the lens stuck inside of the cartridge and with the plunger rod overriding the lens. The trailing haptic of the iol could also be observed to be unfolded. Inspection of the external assembly revealed that there were no gaps or issues with the cartridge. The handpiece was disassembled, and the assembly was inspected; no assembly issues and no issues that could contribute to a stiff plunger rod could be identified. The iol was removed from the handpiece and cleaned, revealing that it was torn, had a detached haptic, and was damaged from being folded inside of the cartridge. Complaint issues "rod stiff" was not observed. The complaint issue could not be confirmed. However, the observed issue ¿haptic detached¿ is similar to the complaint issue ¿haptic damaged¿ and could not be confirmed to be related to the manufacturing or design process. The complaint issue "trailing haptic not folded" was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.